Event description:
It was reported the patients lead had migrated. The patient underwent surgical intervention where the leads were explanted and replaced. Related manufacturer reference number: 1627487-2022-06859.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The UDI could not be provided because this device was manufactured prior to being assigned a UDI number.